Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that his blood glucose was over 400 mg/dl due to taking prednisone. The patient declined troubleshooting for the high blood glucose. She treated by doubling her basal rate per nurse's instruction. The insulin pump was not returned for analysis.